Event description:
While preparing an evoke 12c percutaneous lead kit - 60cm for implant, there were extreme difficulties inserting a stylet. The physician used two different stylets and saline but was still unsuccessful. After some time struggling, it was noticed that the distal end of the lead just proximal to the electrodes appeared deformed. The lead was exchanged.